Event description:
Additional information received indicated the loss of capture that was previously reported was observed during the initial implant procedure. The atrial lead was explanted and replaced to resolve the event.

Event description:
It was reported that loss of capture was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.